Event description:
It was reported that the fogarty embolectomy catheter "balloon was open and deployed" inside the patient and started leaking. Once the balloon was tested outside of the patient holes were visible on the balloon. The catheter was not expired. There was no allegation of patient injury.

Manufacturer narrative:
The 120805f embolectomy catheter was returned for evaluation. The customer report of holes visible on the balloon was confirmed. Balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. Balloon latex was released from proximal winding to check balloon edges at the tears. The edges did not appear to match at the tears. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Catheter body and stylet were also found kinked near 40cm mark. No other visible damage was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The storage conditions for these catheters are specified in the ifua. A CAPA was previously initiated and used as reference in the evaluation as it addresses the "balloon - latex deterioration" failure for the embolectomy models with a vascupouch packaging. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. The CAPA resulted into a voluntary field correction action that instructed customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. The device history record review was completed and all manufacturing inspections passed with no non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.